Manufacturer narrative:
Patient¿s weight, ethnicity and race were not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown trauma case, the asia (pfna-ii) and expert asian femoral nail (a2fn) implant was noticed to be expired. The femur requires to be reamed 1.5mm greater than the nail diameter to be implanted and so patient's femur was reamed 13.5mm. The required 12mmx460mm a2fn nail on the shelf was expired. The patient was then given 11mmx460mm a2fn nail. This was sub-optimal for the patient given that the reaming was 1.0mm greater than it should have been. There was a 20-minute surgical delay reported. Despite the incident, the surgeon was pleased with the end result of the operation and the procedure was completed successfully. There was no patient consequence. This report is for one (1) expert asian femoral nail (a2fn). This is report 1 of 1 for (B)(4).

Event description:
There was no malfunction with the synthes packaging noted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record (DHR) review: part: 04.009.573s; lot: 1904771; manufacturing site: (B)(4); release to warehouse date: 16.jun.2008; expiry date: 01.jun.2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: complaint is confirmed based on the following note in the complaint: "the product was received in set creation and was sent to (B)(4) (warehouse location). The local process for expired products were followed.". However, the device was not returned to the complaint handling unit and hence the evaluation could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.